Event description:
At 1945 hours on 12/31/96 pt came into the emergency dept with acute diarrhea. At 0045 hours on 1/1/97 pt was transferred to nursing unit. At approx 0400 hours 1/1/97 the nurse found the pt was wedged at the thorax between the left side rails (both side rails on each side had been raised). Pt died 1/5/97.